Manufacturer narrative:
Field service engineer investigated report of uncommanded movement but was unable to duplicate. Fse verified proper operation of unit per service manual. Unit passed checkout procedures and was returned to full service by the customer. A review of cts shows no previous related issue.

Event description:
On (B)(6): technologist reports via phone that a male, unk age having a carotid mra and brain MRI with contrast. A 45ml optimark loaded into side a, and 60ml saline loaded into side b. Injection protocol, carotid mra loaded, but not enabled from the powerhead. Customer does not use the drip mode. Staff stepped into the control room in preparation to start the procedure, but had not touched the control room console to enable or start the injection, when it was noted the injector had injected the entire selected protocol. Physician decided to delay procedure two hours, then redo the procedure. Same injection process was duplicated without further incident, pt rec'd dosing as prescribed, procedure completed. Pt taken off table and discharged without further incident or injury.